Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient experienced syncope and the rv lead was reprogrammed.

Manufacturer narrative:
Concomitant medical products: a2dr01 ipg, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the right ventricular (rv) lead lead experienced over sensing with an elevated sensing integrity counter (sic). The rv lead remains in use. No patient complications have been reported as a result of this event